Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient experiencing high glucose of up to 500 mg per dl. The pwd (person with diabetes) removed the infusion set to find the cannula was kinked and described it as "shaped like an s". The pwd addressed high glucose by administering insulin via injection, which was brought sensor glucose down to 342 mg per dl with a straight down trend arrow. The pwd also changed infusion site and cassette. The operator of the device was the lay user or patient. No patient harm or no patient injury.

Manufacturer narrative:
H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.